Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. Promus premier select ous mr 16 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a break situated at 63.2 cm distal to the distal end of strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28aug2019. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 16 x 3.00mm promus premier select drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and patient status was fine. However, returned device analysis revealed hypotube detached/separated.